Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation the optic and haptic were broken, with pieces missing. The iol was left in situ; however, post-operatively, the patient has complained of poor central and near vision and the healthcare facility. Rayner was initially advised that the healthcare facility would review the patient with a view to explant and exchange the lens; however, later follow-up information has verified that the lens remains implanted and the visual outcome remains satisfactory. The additional information received identifies that the surgeon felt that the cartridge wouldn't close "tight" and that there was some ressitance on the plunger. The rayone IFU "use of rayone" section "fig 5" states "keep the injector in the tray and close the cartridge firmly together by pushing the moving half of the cartridge (labelled 2) against the fixed half until you hear it click closed. Check both clips have "clicked" shut and secured the cartridge". The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Our review of production records for the rayone trifocal rao603f batch 073219251 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone trifocal rao603f batch 073219251. The additional information received from the healthcare facility identifies that the flaps were likely not secured prior to injection being started and that injection was continued in the face of resistance, a deviation from the IFU. Failure to follow the IFU is the likely cause of the lens being delivered into the eye in a damaged condition.

Event description:
On 23rd january 2025, rayner received notification from its distirbutor in argentina of an event that occurred during use of a rayone trifocal rao603f. The event description provided states that immediately following implantation into the eye the optic and haptic were observed to be damaged. Post-operatively, the patient complains of poor central and near vision.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation the optic and haptic were broken, with pieces missing. The iol was left in situ; however, post-operatively, the patient has complained of poor central and near vision and the healthcare facility has advised that they will review with a view to explant and exchange the lens. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The additional information received identifies that the surgeon felt that the cartridge wouldn't close "tight" and that there was some ressitance on the plunger. The rayone IFU "use of rayone" section "fig 5" states "keep the injector in the tray and close the cartridge firmly together by pushing the moving half of the cartridge (labelled 2) against the fixed half until you hear it click closed. Check both clips have "clicked" shut and secured the cartridge". The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Our review of production records for the rayone trifocal rao603f batch 073219251 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone trifocal rao603f batch 073219251. The additional information received from the healthcare facility identifies that the flaps were likely not secured prior to injection being started and that injection was continued in the face of resistance, a deviation from the IFU. Failure to follow the IFU is the likely cause of the lens being delivered into the eye in a damaged condition.

Event description:
On 23rd january 2025, rayner received notification from its distirbutor in argentina of an event that occurred during use of a rayone trifocal rao603f. The event description provided states that immediately following implantation into the eye the optic and haptic were observed to be damaged. Post-operatively, the patient complains of poor central and near vision.